Event description:
Patient was observed to have high impedance. No known surgery has occurred to date. No additional relevant information has been received.

Event description:
Patient was observed to have high impedance. No known surgery has occurred to date. No additional relevant information has been received.

Event description:
Full revision was performed. The explanted lead has not been received to date. No additional relevant information has been received.